Event description:
It was reported that vessel dissection occurred. The target lesion was located in the coronary artery. A 2.50 mm x 8 mm apex balloon catheter was advanced for pre-dilatation but it caused a dissection. No further patient complications were reported.